Event description:
The procedure was completed using the same device.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
E1: title: (B)(6). E1: facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video telescope had poor brightness. The issue was identified during set up / inspection for use. The procedure was completed using the subject device. The there were no reports of patient harm.